Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer amulet left atrial appendage occluder was implanted. On echocardiogram performed post procedure, there was either a thrombus or a string/thread showing on the amulet occluder. This was not seen during the procedure or prior to implant of the device. The patient was placed on anticoagulants discharged home. The patient was reported to be deceased. No additional information was provided.

Manufacturer narrative:
An event of either a thrombus or a string/thread on a device being observed via an echocardiogram performed post procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the thread or thrombus was not seen pre- procedure and the field was unsure whether it was thrombus or some other material from sheath or amulet device. Based on the information received, the cause of the reported incident could not be conclusively determined. Thrombus is a possible outcome of the procedure per the amplatzer amulet instructions for use. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.h6 health effect - impact code: code 1802 removed.